Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer received an occlusion alarm during bolus. There was no impact to the customer's blood glucose levels. System check performed with tandem customer technical support determined that the potential location of the occlusion was the infusion set tubing. The customer replaced the infusion set tubing and site and resumed insulin therapy.

Manufacturer narrative:
Corrected data for supplemental #2: manufacture date has been corrected from 08/10/2016 to 08/09/2016.